Event description:
It was reported that a user experienced loss of communication between a dexcom g7 continuous glucose monitor (cgm) and the ilet, with intermittent connection characterized by signal loss; the agent guided the user to toggle cgm settings and to reenter the pairing code, consistent with an intermittent communication failure potentially involving the antenna or related electrical/magnetic components. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of the information provided. Investigation of this case revealed an interoperability problem between systems alongside intermittent communication failure, with device components implicated including the antenna and associated electrical or magnetic elements. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.